Manufacturer narrative:
Other, other text: a1, b3, b5 and h6. Health effects codes; updated.

Event description:
Additional information received via email. Customer stated that the issue occurred before infusion at emergency department, event date updated from unknown to (B)(6) 2023 and no patient involvement.

Manufacturer narrative:
D4: UDI updatedudi related data quality updates only.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6) product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be broken pressure gauge lever from physical damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer will re-open the complaint for further device analysis.

Manufacturer narrative:
Other, other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the latch broke off and there was physical damage. Patient involvement unknown.